Event description:
It was reported that during a duodenal stenting procedure the stent failed to deploy. The procedure was indicated due to a "gastric outlet obstruction. The physician back loaded a 27/22x12 230cm wallflex enteral duodenal stent over an unspecified type of guidewire and advanced it to the target lesion. The physician attempted to deploy the device but the stent "failed to open", and was unable to be deployed. The procedure was completed with another of the same device. There were no serious injuries reported with the patient's current condition listed as "stable".